Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during the fill tubing process. The customer changed the cartridge, reattached the same infusion set tubing, and successfully completed the load process to address the event. Insulin delivery was resumed. The customer's blood glucose level was 95 mg/dl.